Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. This event was also reported under manufacturer report #3004209178-2017-21058.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient had a problem today because they were wearing cotton pants and received a "static shock" from the slide they were sliding down at a park. As a result of the event, it set their ins off to really fast pulses. The patient said it was painful and wondered if that could cause harm to them or if they damaged their implant. The patient took the batteries out of their patient programmer (pp); they knew it wasn't going to shut off their ins. The patient turned their ins off and then hypothesized that maybe it was because they were really nervous and hungry, but it seems to have subsided and turning it off stopped the "real bad." The patient did not fall or anything; it was a plastic slide and they were going down it really fast while holding their grandson. It was reviewed that how the patient moves their body may effect their perception of stimulation. It was further reviewed that therapy could be turned back on during the call to see if the fast pulses have subsided, but the patient felt more comfortable waiting and talking to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.